Event description:
One patient interface (pi) lot number ck01273 was returned due to suction loss on the left eye (os) after the laser had fired. Doctor lost suction 4 times during pocket creation then switched out the ring. With the new ring doctor was not able to obtain suction. Doctor aborted intralase and at that point the patient was switched to photorefractive keratectomy (prk). Patient's pre-op best corrected visual acuity was 20/25-2. Patient's post-op best corrected visual acuity was 20/30-2.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Additional narrative - the returned patient interface was sent to the manufacturing facility for visual, functional and dimensional testing. The complaint for aborted/interrupted suction loss was not verified. The product met the acceptance criteria. However, dimensional testing could not be performed since the cone was not returned. No product deficiency was identified.

Manufacturer narrative:
A manufacturing record review was performed, indicating that the product was manufactured according to specifications with no nonconformance documented. . Placeholder.